Event description:
Reporter indicated that since the day after implant surgery, the pt has been experiencing constant coughing and hoarseness. The implant surgery reportedly took a long time and the neurologist believes that the vagus nerve was manipulated during implantation of the lead coils. The pt's coughing and hoarseness is reportedly not consistent with stimulation and the neurologist does not believe that it is related to the stimulation. It was later reported that evaluation by an ear, nose, throat confirmed partial left vocal cord paralysis that would probably go away in time. Ear, nose, throat has reportedly recommended a medialization thyroplasty to attempt to repair the damage. The pt is reportedly having seizure control since initiation of stimulation in 2003. As of the following month, the coughing seems to have improved at least 50% but the voice alteration persists.